Event description:
Zenith device was implanted in 2004. Initial procedure noted no problems and was concluded without any endoleak presence. After the initial procedure, however, the pt's creatinine level was slightly elevated. Over a two month period, the creatinine level was observed to continue to creep upward. Subsequently, the pt developed renal insufficiencies. In december 2004, it was detected that cholesterol emboli had entered the renal arteries. Pt later expired from complications.